Event description:
Upon threading the catheter in the left antecubital space, the clinician met resistance and pulled the catheter out. The catheter was removed and the nurse noted that the catheter tip was broken off. The catheter measured 22 cm prior to the insertion attempt and 8 cm upon withdrawal. The insertion area was searched and the catheter tip was not found. The antecubital area was palpated and the catheter was not felt or visualized. The site was x-rayed and the catheter tip was not visualized. When another catheter was placed, the clinician looked for the missing piece, but nothing could be found. No harm was caused to the pt and no extra hospitalization was required.

Manufacturer narrative:
H.6 - conclusions - a review of the device history record revealed no discrepancies associated with this complaint. A root cause analysis was unable to be performed as the sample was destroyed.